Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 408 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of reported event. Customer experienced sugar glucose versus blood glucose difference. Customer stated that insulin pump had a bent cannula. The customer was assisted with possible cause of high blood glucose. The insulin pump will not be returned for analysis.